Event description:
It was reported that the lead has increasing impedance and has "pulled back" resulting in no slack. The lead remains in use and will monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.